Manufacturer narrative:
This medwatch is reporting the pump. The coring tool is reported under medwatch MFR report # 2916596-2019-00840. Approximate age of device ¿ 1 day (the day of implant). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) support for implant of the heartmate 3 left ventricular assist device (lvad) on (B)(6) 2019. The coring tool was used according to the manufacturer¿s instructions. After coring, the lvad was inserted and the patient was weaned from ECMO support. Everything seemed ok, then suddenly the calculated lvad flow dropped to less than 1 l/min. Echocardiography showed no flow in the inflow cannula. A ramp test showed that the pump was not able to relieve the left ventricle. The patient was placed back on ECMO support. The lvad was disconnected from the apical ring and it was observed that part of the core was still attached to the ventriculotomy. After removing the leftover material, the surgeon checked for material inside the coring device and found nothing. The explanted lvad was placed in a water basin and the device was started, but it was not able to generate good flows under increasing speed. The surgeon suspected that material was ingested into the pump and decided to implant the backup device. The patient`s condition was stable during the procedure. The patient was weaned from ECMO support with normal lvad flows. No additional information was provided.

Manufacturer narrative:
Investigation findings: the report of low flows and material being ingested into the pump was confirmed during the evaluation of the device. The pump was returned with the pump cable intact and no apical cuff or sealed outflow graft. Disassembly of the pump found a piece debris within the eye of the rotor. The debris was noted to be hard, but pliable, and amber in color. One side was jagged, while the other was smooth and appeared to have molded to the shape of another structure that was not the pump rotor. Several small fibers were also noted to be embedded in the debris. The material was confined to the eye of the rotor and no additional traces were observed in other areas of the flow path. The piece of debris was further analyzed using fourier transform infrared spectroscopy and scanning electron microscope equipped with spectrometer. The sample was identified to be a polymer based on a natural (biological) material. The absence of blood solids in the sample indicate a synthetic source. The embedded fibers were based on polypropylene. These materials are not found in the hm3 production flow but are common in the operating theater (such as surgical glues, sutures, and towels). A two-part syringe of a bioglue was also analyzed and the biological component was found to be comparable to the sample retrieve from the pump rotor. Additional information that was provided indicated that, during implant, a bioglue was applied to both the outer felt and inside the metal ring of the apical cuff. The molded/smooth surface on one side of the debris appeared consistent with the inner diameter of the apical cuff. Based on this information and the analysis findings, it appears a piece of the bioglue that was applied inside the metal ring of the apical cuff was ingested by the pump, resulting in the reported low flows both following implant and when the pump was later operated in a basin. These low flows were also confirmed within the event log file downloaded from the pump. The pump was reassembled and operated on a mock circulatory loop and found to function as intended. The hm3 IFU warns the user that all materials and/or components associated with any other surgical procedure must be either removed or adequately secured so as to not interfere with the operation of the heartmate 3 left ventricular assist device. The IFU also warns to inspect the ventricle prior to advancing the inflow cannula through the apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient had a stroke event shortly after implantation. The arteria centralis retinae is closed by a thrombus and the patient is blind in one eye. No additional information was provided.